Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No blank display anomaly noted during test. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated the insulin pump would not turn on after new battery change. Customer stated the battery was changed multiple times, but the issue was not resolved. The troublehsooting was performed and was advised to insert a new battery and display returned after insulin pump restarted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.